Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Hospital received their delivery today 09/28/2016 and noticed a really bad odor and the boxes inside the carton were stuck together.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed through photographs. Method & results: device evaluation and results: photographs of shipper boxes ,10 pack boxes and single unit carton were provided. There was significant damage to the top of the 10 pack carton. It was also torn. Photographs shows damage to the top of the single unit carton also one pack appears to be stuck to the other as well as damage to the ink of the unit carton. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Based on the information provided by the customer, the smell was really bad coming from the product. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odor and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If additional information becomes available this investigation will be reopened.

Event description:
Hospital received their delivery today 09/28/2016 and noticed a really bad odor and the boxes inside the carton were stuck together.